Event description:
IV tubing by horizon (#410) was infusing via pump and connected to the pt's introducer, located in the right internal jugular vein. Night shift nurse reported that she found a "pool of blood", estimated to be - 200 ml, behind the pt's bed on the floor. The tubing had broken at the injection port area after the pump while the rn was not in the room. This part of the tubing had not been used prior to breaking. Since the tubing broke after the pump, the pump did not alarm and kept infusing. Blood had backed up from the pt's ij introducer and out onto the bed and floor behind it. Md alerted immediately and stat labs were drawn. No treatment was necessary.